Manufacturer narrative:
B4:(B)(6) 2021. The customer replaced the blower to resolve the issue. The device has run in simulation mode for multiple days to ensure integrity of the device. The unit was tested, and it was returned to service.

Manufacturer narrative:
There was no patient involvement. The issue was observed during preventive maintenance testing prior to therapeutic application. Therefore, the reported issue is not likely to cause or contribute to death or serious injury. According to the customer, in addition to 1134-blowe stall error code, the device also have the alarm message:patient circuit occluded error. The device had been running just a few days prior in the lab without issue. When the old blower was removed, it was noted that the impeller would not turn freely as if it was grinding on something. The four retainers for the impeller cover were removed and then the impeller would turn freely. Some type of contamination had been found in the lower guardant of the cover that had prevented the free rotation.

Manufacturer narrative:
Date f report: 10jun2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported blower stall diagnostic error code "blower speed error". Patient/user information is unknown but has been requested. The remote service engineer (rse) advised replacement of the blower. The investigation is ongoing.